Event description:
The thoracic catheter fell off inside the patient and needed to be surgically removed. When it was surgically removed the catheter reportedly disintegrated in the surgeons hand.

Manufacturer narrative:
The actual sample involved in the incident was received for evaluation. The sample was visually and physically inspected for product integrity. The inspection confirmed that the catheter sample had a frayed edge at one end of the catheter. Inspection of the ragged edge did not identify any part of the edge that was physically weak or compromised. All parts of the catheter withstood aggressive handling and stress during the inspection. Six unused samples from the same lot received from the customer were also tested and these samples did not show any sign of catheter disintegration or breakage of any kind. These samples were exposed to complete folding of the catheter along with manual tensile pull force resulting in elongation of the catheter to approximately double the original catheter length. A review of the device history record, raw material history files and the sterilization batch records for the listed lot showed no recorded quality problems or rejections related to this incident. Therefore, based on all testing conducted we are unable to confirm the reported issue that the catheter broke and that it disintegrated after removal from the patient. The most likely cause for the issue reported would be catheter sheer.